Event description:
The customer reported that the central nurse's station (cns) experienced communication loss (comm loss) with multiple transmitters. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) experienced communication loss (comm loss) with multiple transmitters. Technical support (ts) is troubleshooting the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.